Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: during investigation, the rewind, load and prime steps were performed successfully with no alarms. A prime issue was not duplicated during investigation. There were multiple loss of prime warnings observed in the black box with a low non zero force. The force calibration passed within specification. The pump was exercised for 24 hrs with no alarms or prime issues occurring. There was moisture observed in the battery compartment. A leak test was performed and passed. The pump was opened and there was no moisture found.